Event description:
Protective plus safety i.v. Catheter, 20ga 1 1/4" was inserted into patient. On the second day, a caregiver observed that the plastic sheath had disconnected from the hub of the catheter. The plastic sheath was subsequently retrieved from the site. IV catheter was used with microbore retention set from lifeshield, cat no 12053-18. Defective component? Likely lot, other possible lots: 38i02sb02, 38g15sb01, 38h20sb04.